Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. Vyaire filed service technician evaluated the suspect device onsite. Upon inspection technician found out error log has a lot of circuit disconnect messages. Ran operational verification procedure (ovp) as per manufacturer specification the unit tested good, passed leak test with a 57.3. The issue cannot be duplicated.

Event description:
The customer reported that the vela unit has not returning volumes. At this time, there is no information regarding patient involvement associated with the reported event.